Event description:
The ECG lead fell off the pt and the monitor went into a bradycardia alert, then went into an extreme bradycardia alert and then to asystole. Nurses reportedly coded the pt. Clinician was about to administer drugs to pt, when someone reportedly noted the arterial line showed a heart rate. 09/2001, the nurse manager of the unit provided more info. La lead was disconnected during the event. The pt had a much higher heart rate than the monitor showed. According to the users there were enough qrs complexes on the screen when brady/x-brady was alarmed and it could have been interpreted as complete heart block. There was no flat ECG curve on the monitor screen when asystole was alarmed.